Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13651. It was reported that patient presented to an in-clinic follow-up on an unknown date with diaphragmatic stimulation from their right ventricular (rv) lead. Rv lead also had high capture threshold. Patient then came in for a lead revision on (B)(6) 2021. It was there that physician discovered both rv and atrial (ra) lead had dislodged. Both were repositioned. Atrial lead also had slack added. Patient was stable after the procedure.